Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and benchmark bmx96 access system (benchmark max). During the procedure, the physician completed the first pass using the adapt technique with the jet7 and benchmark max. The physician then made multiple attempts to inject contrast through the benchmark max for an angiographic run with the jet7 in place; however, it was unsuccessful. Therefore, the jet7 was removed. It was reported there was no damage on the jet7. A run was performed through the benchmark max without a catheter inside. The physician then inserted a penumbra system jetd reperfusion catheter (jetd) to complete another pass and, subsequently, the physician was able to inject contrast through the same benchmark max with the jetd. The procedure ended at this point resulting in thrombolysis in cerebral infarction (tici) grade 3. There was no report of an adverse effect to the patient.